Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to high impedances was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is unable to enter MRI mode due to high impedances on their leads. Surgical intervention may be pending to address this issue.